Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The service engineer inspected the device and replaced the power status overlay. The leds are illuminated and bright. The ventilator passed performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the power status light emitting diode (led) was dim. No patient involvement.